Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 9cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported. "Hole in PICC line." Additional information received on 03/06/2024: it was reported, "no immediate injury to personnel has been reported." Additional information received via mpa: it had been noticed at the medical center when changing the PICC line that there was leakage from the insertion site during flushing. The patient had to come to the reception for control, where the leakage was confirmed. The catheter was inserted on (B)(6) 2023, fixed with xxx. Visible catheter part: 6 cm total length 46 cm. It had been used only for chemotherapy (6 cycles).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported. "Hole in PICC line." Additional information received 03/06/2024: it was reported, "no immediate injury to personnel has been reported."